Event description:
Reporter indicated that a dell handheld computer froze during interrogations. Hard resets were used to resolve the events. A new handheld computer was sent as a replacement. Good faith attempts for return of the device have been unsuccessful to date.